Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: a review of the pump¿s black box showed a call service 064 motor alarm on (B)(6) 2017. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The pump cover was opened and moisture corrosion was found on the motor connector. The original complaint of a call service alarm 064 issue was noted in the pump history but unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm 078 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.